Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to a rare ipg shell infection. A new ipg system was placed on the opposite side. No further patient complications have been reported as a result of this event.